Event description:
Laparoscopic cholecystectomy - "incomplete clipclosure at the distal end of the clip when placed over d. Cysticus. Another clip was partially closed during preload." Patient status - "ok."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation; however a photograph was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. Based on the photograph provided, it appears that the vessel may have exceeded the confines of the jaws resulting in incomplete clip closure at the distal end of the clip. The instructions for use (IFU) instructs the user to, "locate the jaws completely around the vessel or structure to be ligated." A clip placed on a vessel that exceeded the confines of the jaws could potentially cause incomplete clip closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.